Event description:
The customer reported an intermittent recharge voltage error. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module, battery charger pcb and gib were evaluated and replaced. The system was tested and found to be working as intended.